Event description:
It was reported that the programmer incurred an error when attempting to interrogate a device. The programmer had recently been updated with new software. Technical services provided assistance in resolving the issue by directing the client to reload the software. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.